Event description:
Int'l affiliate reports both kits failed to produce any reading. The surgeon was certain the first microsensor was sub-durally placed. Experienced ICU staff were called to assist and at this point the second kit was opened. The second unit also failed to produce a result. After consulting with an interstate neurosurgeon, a feeding tube attached to an arterial wire monitoring system was employed and a result was obtained. A total of 2 1/2 hrs were spent trying to resolve this problem.